Event description:
The integra sales rep reported on behalf of the user facility the following incident: the physician was performing a bunionectomy. The physician determined that the pt had soft bone and did not pre-drill. While attempting to implant the screw, the distal end of the threads broke off. The physician attempted to implant two screws before the third had taken. This incident is related mra number 9615741-2007-00037.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.